Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation was unable to identify a true cause of the reported issue. It was determined that the images were due to the defect of the print board and or accidental failure. Additionally, the print board could have malfunctioned due to the time since the device was delivered.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; however, a faulty patient board set was found, causing no image when tested with olympus series 180 scopes. The video connector (adapter where the maj-1430 plugs into) was verified in good condition with no problem noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the adapter was broken where the maj-1430 connects. The problem, as reported to olympus, was identified during a procedure. The procedure was completed. There was no patient injury, associated with the problem, reported to olympus.